Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Right front frame broke at the weld on the bottom.

Manufacturer narrative:
Additional/updated information was added to reflect the right front frame being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. However, the underlying cause could not be determined. Per the initial evaluation, the weld was broken at the right front frame. An expanded evaluation was performed. The expanded evaluation report confirmed that the front frame was broken at the weld and was received in two pieces.

Event description:
Right front frame broke at the weld on the bottom.